Event description:
It was reported that, "doctor implanted device, when he put leg through rom the inside piece of the implant came out."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.